Event description:
Additional information received from the neurology department revealed that there are no issues with the patient or the patient's device and the issue was reported in error. If additional information is received which indicates an issue with the patient's vns device, the site will report it to the manufacturer.

Event description:
It was reported via complaint form dated (B)(6) 2012 that a vns pt had a surgical consult due to a vns issue. No further info was available at the time of the initial report. F/u with the surgeon's office revealed that they were not aware of any issues with the pt's device and there were no scheduled appointments with the surgeon. The pt has only routine f/u appointment scheduled with the neurology department. (B)(4) attempts to obtain info have been unsuccessful to date.

Manufacturer narrative:
Adverse event and/or product problem, corrected data: initial report indicated this was a product problem however review of the information revealed that if the event had occurred it would have been an adverse event as intervention may have been taken. Type of reportable event, corrected data: initial report indicated this was a product problem however review of the information revealed that if the event had occurred it would have been an adverse event as intervention may have been taken.